Manufacturer narrative:
(B)(4).

Event description:
A 23 mm epic supra valve was implanted on (B)(6) 2014. During a follow-up visit on (b)(64) 2016, a paravalvular leak was noted. The valve was explanted without damage and replaced with another 23 mm epic supra valve. On inspection a cusp tear was found at the height of the stent strut. The patient is reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened, were covered with a thin layer of fibrin on both surfaces, and had markedly limited mobility. Cusp tearing was observed in cusps 2 and 3. Cusp 3 contained multiple retractions and was unable to coapt completely. Multifocal areas of fibrous pannus were found on the inflow surface of cusp 1. No evidence of acute inflammation or significant calcifications was observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrin, tears, retractions, and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.